Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked when the package was opened.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked when the package was opened.

Manufacturer narrative:
(B)(4). The customer returned an open cvc set with a guide wire and other various components for evaluation. The guide wire was returned within the protective hoop however the cap was off. There were no evidence of use on any of the returned components. Visual examination of the returned guide wire assembly revealed the guide wire was returned with the j-tip and portion of the guide wire outside of the straightener tube. The guide wire was observed to have a single kink towards the distal end of the body. During normal assembly, the kinked portion of the guide would have been located inside the straightener tube, protecting it from damage. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink is the guide wire measured 36mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned ars and returned catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed the guide wire j-tip was returned outside the straightener tube. During normal packaging, the portion of the guide wire that kinked would have been located inside the straightener tube, protecting it from damage. The damage seen is typical of damage resulting from retracting the swg inside the straightener tube. However, it cannot be confirmed when the guide wire was kinked. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.